Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition where the open button is inoperative. This condition has the potential to cause an interruption of delivery. This event occurred during power up. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is colleague 2006(5.09.90).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "open button inoperative" was confirmed by baxter personnel during product evaluation. The root cause was not identified. Since no assignable cause could be provided for this condition, no repair was necessary. A service history review revealed previous service events were related to the reported condition. Should additional information become available, a follow-up medwatch will be submitted.